Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while cauterizing, a piece put through the scopes shaft had a black hair attached to the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factor for evaluation. A visual inspection was conducted. No evidence of blood or clinical use was observed. One single hair was observed inside the plastic tray, however the device packaging was opened. The device was returned inside the box. The reported failure has been confirmed, though it is not possible to determine when the hair was introduced into the package. The device is provided sterile.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while cauterizing, a piece put through the scopes shaft had a black hair attached to the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.